Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt displayed a communication error. The cause for the failure was isolated to the trunk cable being electrically shorted, causing the belt to not communicate with monitor. The root cause for the shorted cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.